Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, the reported difficult to remove from anatomy appears to be due to the procedural circumstances. The reported poor imaging was due to a combination of procedural circumstances and challenging patient anatomy. Lastly, the reported tissue damage was also due to procedural circumstances. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report number.

Event description:
This is filed on the second mitraclip to report the suspected chordal rupture. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). There was difficulty visualizing the leaflet at times due to shadowing from the steerable guide catheter and the patient's large left atrium. The first mitraclip was implanted without incident. The second mitraclip was inserted, but during positioning, the clip interacted with chordae. There was difficulty removing the clip from chordae, but it was removed. It is suspected that a chord became ruptured during removal of the clip from the chordae. The second mitraclip was implanted, but there was still a lateral jet. A third mitraclip was inserted to treat the lateral jet. Multiple grasps were made with the third clip to find the best location to treat the jet, but after the third clip was implanted, mr was at grade 3-4. It was suspected that the multiple grasps damaged the leaflet tissue. There was no additional information provided.